Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient claims that they charge the controller battery to 100% and when the controller is disconnected from the ac adapter the battery charge level drops to 60% immediately. The patient sent a text message to the rep about the issue on 26 dec 2023, the rep indicated that they did not know when they were originally notified of the issue. The patient indicated that they have had nothing but problems with the controller. The caller was not with the patient. Technical services (tss) reviewed information. The caller inquired about having external components replaced but did not have component serial numbers. The caller will direct the patient to follow-up with patient services. The rep then called back and reported that that the patient claims that when they charge the ins the ins or recharger gets warm and it is irritating. The caller indicated that they did not know when the patient initially notified them of the issue. The patient sent a follow-up text message about the issue to the rep on 26 dec 2023. The caller indicated that when the patient initially told them about the warmth experienced during charging, the caller thought that it was the common type of warmth that patient's typically report to the caller as being associated with recharging. The caller was not with the patient. Tss reviewed information. The caller inquired about having external components replaced but did not have component serial numbers. The caller will direct the patient to follow-up with patient services. The patient (pt) then called and mentioned the controller was acting "erratic" and pt clarified that sometimes the ins would only charge to 60% and then the pt would get "finished" and the pt would have a hard time reinitiating the charging session after that. When asked if the issue was only when charging the ins in their back, pt said the issue was when charging ins. The rep kept checking it over and over again and issue had been occurring since implant date. Pt said the ins sometimes took 1.5 hours to charge up and "one time" the controller went from 100-0% in "3 minutes." During the call, pt reset controller and controller appeared to be charging as expected. Controller charge was 100% and ins charge was 80%. Pt initiated a recharging session with a recharge quality of excellent. Ins increased from 80-90% in about a minute of charging. Ins incremented up to 100% in less than 8 minutes with no issue. Pss attempted to provide general charging and troubleshooting information to pt, but pt was unwilling to listen to this charging information and insisted that the rep just called them and demanded the pt get all external equipment replaced immediately. A replacement controller, recharger (rtm), and battery pack were sent out.

Event description:
Additional information was received from the manufacturer representative. It was reported that as far as the rep knew, the heating issue was resolved. The patient's weight was unknown.

Manufacturer narrative:
H3. The recharger was received for analysis on 2024-jan-11. Analysis of the recharger found that the complaint could not be verified. The recharger passed all tests and no visual anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.